Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received the belt was unable to communicate with the monitor. Upon investigation the trunk cable connector j702 was pulled from distribution node pca. The cause of the inability to communicate and service code 204 was the pulled connector. The root cause for the pulled connector was excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 204 (belt/monitor unusable).